Event description:
It was reported that the customer received a signal too low alarm and an excessive no delivery alarm from her insulin pump. The customer's blood glucose levels are unknown. The customer stated she received the alarms after she changed the insulin pump's battery. Standard troubleshooting was performed. It was discovered that the alarms occurred after a temp basal was programmed. The customer was advised that the temp basal may have stopped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer chose to continue insulin pump therapy. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.